Event description:
It was reported while the sjm rep, was observing an ablation procedure, another representative from biosense webster noted on the accuson "ice" system an effusion. The physician noted the effusion and removed all of the catheters from the left atrium. The ablation catheter was in the left atrium at the time the effusion was noted. A pericardioscentesis was performed to evacuate the effusion and the pt was transported to post procedure facilities. There were other catheters in the coronary sinus and right atrium; however, the vendor for those product is unknown. Following the case, the st. Jude medical representative asked the physician if he believed the sjm ablation catheter led to the effusion; the physician commented that he did not know the cause of the effusion. The physician was evaluating the new sjm ablation catheter for the first time.

Manufacturer narrative:
The device was not returned for analysis. However, review of the device history record confirmed this lot met manufacturing requirements prior to shipment. Based on the info provided, the cause for the reported effusion and subsequent pericardioscentesis remain unknown.